Event description:
During the index procedure two endeavor sprint rapid exchange (rx) drug eluting stents were implanted in the proximal lad. It was reported that an mi occurred on the day of stent implantation. Event was identified by the clinical events committee and deemed to be consistent with an mi. No further details are available. Patient was asymptomatic / free of symptoms at 30 day, 6 month, 1 year follow up and 1.5 year follow up. The patient had unstable angina at the 2 year follow up. And was asymptomatic / free of symptoms at the 2.5 years and 3 year follow up. Ref 9612164-2011-01632 <(>&<)> 9612164-2011-01633.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi).